Event description:
Reporter stated that customer received the following results on the mobile system: 8:02 pm: 539 mg/dl, 8:03 pm: 61 mg/dl, 8:07 pm: 93 mg/dl, 8:13 pm: 57 mg/dl, 8:14 pm: 76 mg/dl. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation; however, the suspect strips have been depleted and will not be returned.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.